Event description:
The customer reported leaking from a reagent probe on their unicel dxc 600i synchron access clinical system. The fluid leak was contained to the instrument with fluid found in the reagent probe drip tray and reagent carousel compartment. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking from the reagent probe b wash collar valve (solenoid valve). The fse replaced the reagent probe b wash collar valve (solenoid valve) to resolve the issue. The beckman coulter internal identifier for this event is (B)(4).